Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815 2017-00982. It was reported the patient felt stimulation in the incorrect location and the stimulation was also ineffective. The patient's targeted area of pain is lower back and the legs. However, the patient felt stimulation in his neck and head when stimulation was turned on. Reprogramming was attempted on multiple occasions, but did not resolve the issues. As a result, the patient underwent surgical intervention (B)(6) 2017. During the procedure, it was found the patient's left lead had migrated. However, both leads were repositioned. Reportedly, effective stimulation therapy was restored following the procedure.